Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connector shipped to this account within the selected time frame. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported a leak at the connection site from the adapter to the supply bag (baxter extraneal icodextrin) during the dwell 5 of 5. The patient's contact stated the supply bag had separated from the adapter and fluid leaked. During the follow up the pd nurse stated the patient did not experience any adverse events or require any medical intervention. The patient continues regularly scheduled pd treatments with the cycler. The pd nurse stated the patient did not tighten the connection fully which caused it to disconnect. The adaptor was discarded and is not available to be returned to the manufacturer for physical evaluation.